Manufacturer narrative:
Patient information not available the 510k: this report is for an unknown proximal femoral nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following literature article: a.p. Lambers et al., high early failure rate of the trochanteric nail fixation advanced proximal femoral nail ¿ wa retrieval data and literature review, australia. The study objective was to evaluate the implant fracture rates of intramedullary fixation of proximal femur fractures of a new device with comparison to regional and published data for similar previous devices. Data was collected from three trauma centers in australia between 2005 till 2017 examining numbers of implanted femoral nail (pfn, pfna, tfna). The data was then analyzed together with the retrieval data including time to failure. In total, 2710 proximal femoral nails were found to have been implanted using operative system software analysis. There had been 21 nail fractures. Accounting for 248 of the implanted protheses, ten (10) of these were tfn-advanced proximal femoral nails (tfna). Implant fracture rates in this study were 0.5%, 0.2%, and 4.0% for pfn, pfna and tfna. Time to failure was also significantly lower, being 2.0, 1.0 and 04 years respectively. The following complications were reported: ten (10) tfn-advanced proximal femoral nails (tfna) fractured/broke post-operatively. Eleven (11) proximal femoral nails (pfn/pfna), fractured/broke post-operatively. This report is for eleven (11) proximal femoral nails (pfn/pfna), unknown part/lot number. A copy of the literature article is being submitted with this medwatch. This is report 2 of 2 for (B)(4).